Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the inner tube neck of the insertion section has corrosion and therefore the parts are not dis-/re assemble, the charged coupled device was broken, the pixel shift was incorrect, the protector of the video cable section had corrosion, and the image was not displayed. A root cause could not be identified. Based on the results of the investigation, cause linked to device but unable to trace more specifically, which indicates that the problems are traced to the device, but the investigation could not identify the actual root cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had inability to switch to 3d mode and spots in the image. The issue occurred during an unspecified procedure which was completed using the same device. There were no reports of patient harm.